Manufacturer narrative:
One cadd legacy plus pump was returned for the evaluation of the reported issue. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Evidence of the reported issue was seen in the event log. A functional testing and visual testing were performed to investigate the reported issue. The customer's problem could not be duplicated, however, messages were found in the pump's event history log. It was recommended that the microprocessor unit board be replaced.

Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device lost power upon start up. It is unknown if there was patient, or clinician injury associated with this occurrence.